Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two 27 mm watchman laa closure devices & delivery systems (wds) were used. The first device was deployed proximal to the ostium. This device was fully recaptured and retrieved with no issue. An effusion sweep was performed and no pericardial effusion was noted. A second 27 mm device was prepped and advanced into the appendage. It was noted that the physician had obtained more depth into the appendage and was very deep seated in the appendage. The device was deployed too distal in the appendage and a partial recapture was performed. As the partial recapture was performed, it was noted that the was and the closure device moved forward in the appendage. After the partial recapture, the device was brought back and redeployed. The device was noted to be in an acceptable position at this time. As the release criteria was being checked the anesthesiologist noted the blood pressure of the patient was dropping. An effusion sweep was conducted and a pericardial effusion with tamponade was noted. Pericardiocentesis was performed. The release criteria were finished and the device was released. They continued to drain blood from the pericardial space; approximately 600 ml was drained. The patient was sent to the intensive care unit for observation with a pigtail drain in place. The patient was hemodynamically stable at that time. The day after the procedure the patient was doing well and the pigtail catheter was planned to come out the next day, two days post procedure.

Event description:
It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and two 27mm watchman laa closure devices & delivery systems (wds) were used. The first device was deployed proximal to the ostium. This device was fully recaptured and retrieved with no issue. An effusion sweep was performed and no pericardial effusion was noted. A second 27mm device was prepped and advanced into the appendage. It was noted that the physician had obtained more depth into the appendage and was very deep seated in the appendage. The device was deployed too distal in the appendage and a partial recapture was performed. As the partial recapture was performed, it was noted that the was and the closure device moved forward in the appendage. After the partial recapture, the device was brought back and redeployed. The device was noted to be in an acceptable position at this time. As the release criteria was being checked the anesthesiologist noted the blood pressure of the patient was dropping. An effusion sweep was conducted and a pericardial effusion with tamponade was noted. Pericardiocentesis was performed. The release criteria were finished and the device was released. They continued to drain blood from the pericardial space; approximately 600ml was drained. The patient was sent to the intensive care unit for observation with a pigtail drain in place. The patient was hemodynamically stable at that time. The day after the procedure the patient was doing well and the pigtail catheter was planned to come out the next day, two days post procedure. It was further reported that the patient was discharged on (B)(6) 2018. The patient was doing well.